Event description:
Patient was being transferred when the metal weld securing the boom to the mast gave way, causing the resident to fall approximately 14" to the ground. The resident showed no signs of injury after an emergency room visit. The lift has been pulled out of service and is going to be replaced. The lift is 14 years old.